Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the helix extends and retracts within specification. Blood visible in helix.

Event description:
It was reported that an right atrial (ra) lead was attempted but not used. The physician noted that the lead had a helix malfunction. The lead was removed and tested outside of the body. The helix appeared to have deployment issues while outside of the body as well. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.